Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. The cannula had dislodged and bent/kinked from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 400 mg/dl while wearing the pod longer than 48 hours. The patient reported cannula being dislodged, while wearing it on the leg. For treatment, the patient changed out the pod and gave correction bolus.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification and did not appear bent, kinked, or damaged. Inspection of the cannula assembly found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Although no issues were noted, it could not be conclusively determined if the cannula was dislodged from the infusion site.